Event description:
During middle ear exploration, performed due to persistent conductive hearing loss in the right ear, a displaced prosthesis was located. The prosthesis was sitting in the middle ear cavity. It was removed, and it was discovered that the prosthesis had a displaced inner cannula.